Event description:
Ascites chylous at resection and seprafilm placement site. Information received on 31-may-2007 from a physician in another country regarding a female patient with ovarian cancer. The pt underwent two operations four and a half months earlier, a tumor excision and then a lymph node dissection, with no pre-operative complications. Two sheets of seprafilm were placed on the pelvic floor and the resected para-aortic peritoneum site. There were no concomitant medical devices. Two months later, the pt developed ascites chylous at the para-aortic peritoneum site where seprafilm had been placed. The pt has not yet recovered. The physician assessed the event as moderate in severity and probably related to seprafilm.